Manufacturer narrative:
(B)(4). Analysis description: final analysis could not confirm the setscrew anomaly. It was noted that epoxy was on the contact spring which caused the spring to enter the connector port and block lead insertion.

Event description:
It was reported that during implant, the pulse generator exhibited a setscrew anomaly and the lead could not be fully inserted into the device header. The device was not used and a new device was implanted. No patient symptoms were reported.